Manufacturer narrative:
Title: optimal stapler cartridge selection to reduce postoperative pancreatic fistula according to the pancreatic characteristics in stapler closure distal pancreatectomy source: hpb 2021, 23, 633¿640 accepted 7 september 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to a literature source of study performed between january 2006 to may 2018, a retrospective study identified risk factors of postoperative pancreatic fistula development in patients who underwent distal pancreatectomy. A manual stapler and a stapler from a different manufacturer were used. The patients were grouped according to the thickness of the pancreas. Group I (220 patients) used a white or purple cartridge, group ii (180 patients) used a gold cartridge and group iii (199 patients) used a green or black cartridge. There were 599 patients in the study and complications included: bleeding average of 231.1 ml and post-operative pancreatic fistulas (biological leak and grade b). Interventions were not reported.